Event description:
A customer reported an issue with a continu-flo solution set that, according to the customer, broke apart and leaked from the check valve. It is unknown when this event occurred. The customer stated that there was no patient impact. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample availability is currently unknown. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.